Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log and was able to reproduce the issue. Upon device evaluation, the fse resolved the issue by adjusting the pitch sensor for x1 to correct the orientation. Afterward, the fse performed a rack rotation test with acceptable results. System validation was performed through quality control (qc), which generated acceptable results. The aia-900 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 07jul2018 to aware date (B)(6) 2019. No other similar complaints were identified during the search period. The aia-900 operator's manual states the following: [2300] s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of the reported issue is due to the orientation of the x1 pitch sensor.

Event description:
A customer reported receiving error message 2300 s.loader step feed failure while operating on the aia-900 analyzer. The customer rebooted the system, but the error persisted. A field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.